Event description:
Persistent low levels of hcg(49 to 89 iu/l) were detected in a patient using the axsym b-hcg assay for 11 months. An magnetic resonance imaging scan of the brain, magnetic rosonance imaging scan of the pelvis and computed tomography scan of the chest were all unremarkable. The patient had no symtoms. Based on the persistent low hcg levels the patient was diagnosed with post-gestational choriocarcinoma. The patient was given two courses of chemotherapy. Low hcg levels were still detected. Three months later a hysterectomy was performed. Low hcg levels still persisted. Parallel serum and urine samples were collected 4 months later. Low hcg levels were detected in the serum but none was detected in the urine. A diagnosis of pseudohypergonadotropinemia was made and all therapy was ceased.